Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels displayed as "high", although specific value was not provided. Cause was not known. Customer administered a correction bolus and injection, as well as performed a supply change to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.